Manufacturer narrative:
B3: unknown; no information has been provided to date. H3/h6: one pump was returned for analysis in used condition. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection showed the device was in good condition. Functional testing was able to duplicate the customer reported issue. The investigation determined the cause of the issue was a defective downstream occlusion (dso) sensor. The dso sensor was replaced.

Event description:
It was reported that the pump alarmed, "cassette not securely fixed," several times. There was unknown patient involvement.